Event description:
It was reported the patient received the following results within 15 minutes: 221 mg/dl 12:16pm 168 mg/dl 12:19pm203 mg/dl 12:19pm 75 mg/dl 12:21pm 143 mg/dl 12:22pm 205 mg/dl 12:24pm